Event description:
Device 1 of 2. Please see manufacturer's report #1627487-2010-01810 for device 2. On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient lost stimulation. Both of the patient's leads exhibited invalid impedance on nearly all contacts. On (B)(6) 2010, the doctor explanted and replaced the leads. The patient is currently receiving satisfactory stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and a separation was noted between the electrodes and the spacers at the terminal end. The lead was subjected to functional testing and failed continuity tests. Channels 5-8 measured open. Conclusion: the cause of the reported complaint is confirmed. As received the lead failed continuity testing and has several open channels. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.